Event description:
It was reported that a separation occurred between the spike and the chamber of a plexitron solution set. This event occurred during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other). H10: the device was received for evaluation. A visual inspection was performed and the drip chamber was observed detached from the spike connector. A functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition was due to a machine failure during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.